Event description:
Information provided states that the iskd lengthener was implanted in the right femur and did not distract after being implanted. The osteotomy healed with no lengthening. The device was removed and replaced with another lengthener.